Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock after which it was noted that there was noise on all three electrograms. The noise could be induced with arm isometrics. Pacing inhibition was also reported. Additional information received indicates that this patient went into a ventricular tachycardia (vt) in which the device did not convert the patient; however, it did slow down the vt and the paramedics converted the patient externally. It was decided to replace the crt-d with a high energy device. During the replacement procedure, it was noted that the high energy leads were reversed in the header.